Event description:
It was reported that the patient was experiencing pain and discomfort at the midline incision, due to the anchors were sitting on top of the spinous process. The patient underwent a revision procedure wherein the anchors were repositioned deeper and patient was doing well postoperatively.additional information was received that the physician believed that the reason for pain was related to patients extreme weight loss. The patient is still having pain despite burying the anchors deeper.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and discomfort at the midline incision, due to the anchors were sitting on top of the spinous process. The patient underwent a revision procedure wherein the anchors were repositioned deeper and patient was doing well postoperatively.